Event description:
The customer reports their abbott diabetes care device "exploded due to heat" and "burned", while in their pocket. There was no report of fire, smoke, or electric shock. The customer does report usin the cable and adapter supplied by adc for use with the libre device when charging. No further details were provided. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.